Event description:
A malfunction was reported during a pump update, identified by malfunction code malf 0, which occurred repeatedly even after attempting a reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted with resetting the pump and arranged for a replacement, instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed about returning the faulty pump using a pre-paid label and acknowledged the instructions.